Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 28-aug-2018. The service log review revealed a delivery failure alarm due to overdelivery. The proportional valve be replaced due to this service log finding. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was delivery failure due to overdelivery. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2018, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report an issue with inomax dsir (B)(4), unrelated to the reportable malfunction. The device was not being used when the issue occurred. No impact or harm to the patient reported. On (B)(6) 2018, a mallinckrodt internal employee discovered a delivery failure alarm due to overdelivery during routine service log review for inomax dsir (B)(4). Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction based on the completed investigation.